Manufacturer narrative:
Revision occurred after 5 months due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 5 months after the prior surgery which occurred on (B)(6) 2024. The primary surgery occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to dislocation of unknown cause. 24 mm glenoid baseplate, 36 mm eccentric glenosphere, 36 mm + 9 humeral stability cup, and 3 locking screws explanted. These parts were replaced with an offset 54x21 head and 24 mm eccentric taper adapter.